Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The lens was returned inside a small glass jar. The lens was removed and cleaned with klrp to evaluate. The anterior optic has light scratches near the optic rings. The posterior optic surface has an area of light damage directly opposite the optic rings. The power and resolution of the returned lens was re-evaluated. The lens met specification for an company specific diopter lens. A device history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. A qualified cartridge and handpiece were used. The questionnaire indicated the use of a non-company viscoelastic, which indicates a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. The optic has light damage observed on the anterior and posterior surfaces. Each lens is subjected to a 100-percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens was re-evaluated. The lens met specification for an company specific diopter lens. The description of "one high and one low" was clarified as the patient's subjective description. Information was provided that after replacing the lens, the patient's problems resolved. The company specific diopter lens was reported to have been removed and replaced with a noncompany iol (intraocular lens) . The diopter of the replacement lens was not provided. Due to the replacement of the company specific diopter lens with another lens may suggest that the replacement lens model and diopter was an improved selection for this patient¿s vision needs. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an intraocular lens (iol) implant procedure was performed normally. On the first day after surgery, the patient reported feeling one high and one low, dizziness, ghosting, and blurriness when looking at things. The iol was exchanged for unspecified non-company lens. Additional information has been requested.